Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he changed his infusion set a while back and his blood glucose was over 300 mg/dl. Customer took a correction and now his blood glucose is 450 mg/dl. Customer was asked to treat with a syringe to make sure the insulin gets delivered. Customer was informed that he should use the insulin he puts in the pump to treat and not with lantus. Customer found no air bubbles in the reservoir or tubing. Customer ran a manual prime and insulin did exit the tubing. Customer stated that the cannula was at an 80 degree angel instead of a 90 degree angle. Customer did a set change and his blood glucose was 373 mg/dl. Customer was advised to only enter his carbs and not his blood glucose, so that the pump does not treat for both.